Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual examination of the returned pneumatic hand pump revealed no damages to the device. It was able to generate pressure but its gauge needle was off by 2psi. Based on the condition of the returned device, it is most likely that the prolonged and extended use of the device could have caused the component failure showing an error reading. Therefore the most probable root cause for this complaint is wear and tear. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during an achalasia dilation procedure performed in the esophagus on (B)(6) 2017. According to the complainant, during dilation, the hand pump was not able to get pressure because air came out somewhere else. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results revealed the gauge was reading inaccurately; therefore this is now an MDR reportable event.